Event description:
It was reported that the PICC was placed by other hospital, the catheter occluded and need to be removed. During the removal, the physician felt resistance and catheter broken after pulling. (B)(6)2019 - it was reported that the patient was passed to cardiac catheterization room and the rest of the PICC (about 27.5cm) was removed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and appears to be related to the removal of the device. One 4 fr groshong nxt catheter was returned for evaluation. The catheter extended from the 27 cm depth marker. The two-piece connector segment was not returned. The catheter was flushed with water using a 12 ml syringe and was patent to infusion. Microscopic observation of the break surface revealed the catheter to have an elliptical shape. The catheter surface appeared to have a light discoloration. Narrowing of the catheter was present leading up to the break which indicates exposure to tensile stress. Tactile evaluation of the distal length of the catheter revealed material weakness in narrowed region. The event description indicates resistance was felt during removal which likely contributed to the reported event. The product IFU states, ¿remove slowly. Do not use excessive force. If resistance is felt, stop removal. Apply warm compress and wait 20-30 minutes.¿ a lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1526 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was placed by other hospital, the catheter occluded and need to be removed. During the removal, the physician felt resistance and catheter broken after pulling. On (B)(6) 2019 - it was reported that the patient was passed to cardiac catheterization room and the rest of the PICC (about 27.5 cm) was removed.